Event description:
Boston scientific received information that during a procedure for device change out due to normal battery depletion, this right atrial (ra) lead was surgically abandoned due to an impending lead fracture. A new lead was implanted successfully with no adverse patient effects reported.

Manufacturer narrative:
The lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.